Event description:
On 1/20/94 an ipp device was implanted. Sometime in 1994 the reservoir was revised. On 2/24/97 the cylinders and pump were removed from the pt and replaced due to fluid loss-left cylinder.